Event description:
It was reported that a malfunction has occurred, 7.0 compression screw drill is unfit for use. The tip has broken off the end of the drill and it was confirmed that piece was retrieved.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.